Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and approximately eight seconds of pacing inhibition with asystole. It was noted the patient was symptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).